Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately one month after implant, the implantable cardiac monitor (icm) could not be interrogated by the remote monitor after seven attempts. The device remains in use. No patient complications have been reported as a result of this event.